Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandfather reported via phone call that he is stuck on meter blood glucose now and patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 433 mg/dl. The customer declined the helpline assistance.